Event description:
The user facility reported that as an employee was walking across the floor in the room where the washer was located, she slipped on wet flooring. She went to a hospital nurse at the user facility where she was advised to place ice on her knee and take ibuprofen. The employee missed no time from work and has no sustaining injuries.

Manufacturer narrative:
Steris service technician inspected the washer and found the hose clamps on rubber coupling/piping attached to the bottom of the chamber had loosened, causing water to leak. The technician could not verify the amount of water as it was cleaned up prior to his arrival. The technician tightened the clamps, tested the unit and returned it to service; no further issues have been reported. The washer was manufactured in 1998 and is under steris maintenance contract and was last serviced on (B)(4) 2011 when it was found to be operating properly. During this preventive maintenance visit, the hose clamps were verified as being installed correctly and tightened securely.